Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This report is on the ra lead. Rv bipolar lead impedance warning on (B)(6) 2023. Rv unipolar lead impedance warning on (B)(6) 2023. Rv capture threshold increase. Still measuring within expected. No loss of capture noted. All at/af therapies disabled on (B)(6) 2020, because atrial lead position check failed. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report: mw5152561. No device details are available. Received voluntary anonymous medwatch report, mw5152560.